Event description:
The patient was undergoing a bronchoscopy by an experienced surgeon. The surgeon was taking carina specimens with the transbronchial needle. The specimen was obtained without difficulty; however, the surgeon had trouble getting the specimen out. Despite troubleshooting, the doctor could not free the biopsy onto the slides or into the formalin. This was the physician's second attempt with this brand of biopsy needle. After this incident, the doctor switched to a different brand of needle, and was able to obtain the specimen, and successfully place it on the slides and in the formalin. As a result of the problems experienced with this boston scientific biopsy needle, the patient was under anesthesia longer and was subject to more biopsies than originally planned.